Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. Bends were present along the length of the pusher assembly. The pusher assembly was kinked at approximately 137.0 cm from the proximal end. The pusher assembly mid-joint was retracted into the introducer sheath friction lock. The embolization coil was intact with the distal detachment tip and was undamaged. The pusher assembly was able to advance through the 0.0159¿ ring gauge and the mid-joint od was within specification. Conclusions: evaluation of the returned first smart coil revealed the pusher assembly mid-joint was retracted into the introducer sheath friction lock. If the mid-joint become retracted into the fraction lock, resistance will likely be experienced while advancing the device. Forcefully advancing the device against this resistance my result a kink near the pusher assembly mid-joint. During the functional testing, the smart coil was able to be advanced through its introducer sheath and a demonstration delivery microcatheter without an issue. Further investigation revealed bends were on the pusher assembly. Those damages are likely incidental to the complaint and could have occurred during packaging for return to penumbra. Evaluation of the returned second smart coil revealed the pusher assembly mid-joint was retracted into the introducer sheath friction lock. If the mid-joint become retracted into the friction lock, resistance will likely be experienced while advancing the device. During the functional testing, the smart coil was able to be advanced through its introducer sheath and a demonstration delivery microcatheter without an issue. Further investigation revealed that the pusher assembly was bent along its length and embolization coil had offset coil winds. Those damages will likely incidental to the complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1.3005168196-2019-00219.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-00219.

Event description:
The patient was undergoing a coil embolization procedure for cerebral aneurysm in the anterior cerebral artery (aca) using penumbra smart coils (smart coils). During the procedure, the physician successfully placed one smart coil and one non-penumbra coil in the target vessel using a non-penumbra microcatheter. While advancing a new smart coil as the third coil, the physician experienced resistance in the middle of the introducer sheath and was unable to advance the coil any further. Therefore, the smart coil was removed. The physician then attempted to advance a new smart coil; however, the same issue occurred. The physician removed the smart coil and the procedure was completed using new smart coils with the same microcatheter. There was no report of an adverse effect to the patient.